Event description:
Caller reported damage to the pump housing and usb port, which impacted the customer's ability to charge the pump. Customer's blood glucose level was 7.7 mmol/l at the time the issue was noticed, which is within the normal range. Technical support decided to replace the pump to resolve the issue, and the customer was provided with a replacement pump to ensure insulin delivery was not interrupted.